Manufacturer narrative:
(B)(4).the complaint device was manufactured in 2001.the neopuff has been returned to fisher & paykel healthcare's regional office and service center in the (B)(4) for evaluation.we will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint device was manufactured in 2001. The neopuff has been returned to fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation. Method: the returned neopuff was evaluated by fisher & paykel healthcare's regional office and service center in (B)(4). Results: the neopuff case was found to have been physically damaged (cracked) and the carry handle was found to be missing. The case and handle are non-functional components of the device. Conclusion: the neopuff is a portable, reusable device which can be susceptible to impact damage, for instance when the neopuff is dropped or subjected to a considerable external force. It is likely that the cracks in the neopuff case were caused by impact damage. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A hospital in (B)(4) reported that an rd900 neopuff infant resuscitator was damaged.no patient consequences were reported.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator was damaged. No patient consequences were reported.